Manufacturer narrative:
Block h6: imdrf device code a24 captures the reportable investigation results of stent buckled material, inside the patient. Block h11: the percuflex ureteral stent was returned for analysis. The reported event of stent buckled material will be confirmed. During the visual and device under magnification inspection, and functional test it was found that the bladder coil was buckled and the positioner that was returned was kinked. It is possible to conclude that these issues could be caused by operational factors. As per complaint states, the issue occurred during withdrawal indicating the stent was probably already inside the guidewire. During the procedure, the positioner has to be loaded by the radiopaque tip of positioner onto guidewire and advance until it abuts stent. If the positioner is advanced with excess force over the guidewire the stent can get buckled or accordioned resulting in a difficulty or unable to advance for the stent to the target site. There is evidence that the device was advanced with some force since the positioner returned kinked. Possible, that the force applied could have caused the buckles observed on the bladder coil of the stent and the kink observed on the positioner which consequently creates a difficulty removing the stent due to the buckles. Therefore, all compiled information on this investigation determines that the most probable cause is adverse event related to procedure since the adverse events occurred during the procedure and the device had no influence on the events. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that during withdrawal; the guidewire was unable to cross the stent. The procedure was completed with another of the same device and there were no patient injuries reported as a result of this event.